Event description:
A surgeon reports an intraocular lens (iol) was removed and replaced due to a scratch noted on the iol following implant surgery. The surgeon states the scratch probably occurred during folding of the iol into the delivery system using forceps. Pt went further stating the technicians need to use viscoelastic when loading the lens.